Event description:
It was reported the patient received the following results within 15 minutes: 97 mg/dl and 197 mg/dl.

Manufacturer narrative:
The suspect test strips had expired between the date of the event and the date they were returned to the manufacturer. The suspect test strips had expired between the date of the event and the date they were returned to the manufacturer.